Manufacturer narrative:
Code clarification: other - device not available for eval. The catheter is not available for return; a device eval could not be performed. (B)(4).

Event description:
A few days after the initial implant, the pt complained of a headache, so he was scheduled for a revision surgery on (B)(6) 2013. During the revision, the doctor opened the pocket and out flowed roughly 150cc's of clear fluid that the physician believed to be csf. He then used the catheter access kit to attempt to draw csf which he was unable to do. When he opened the posterior midline incision another 100cc's flowed out as well. After he was unable to determine whether the catheter was still in the intrathecal space, he decided to place a new catheter. He placed the catheter at roughly t-9 and then anchored it. A revision kit was used to connect the two catheters. The pt was reported to be doing well after surgery. A flowonix rep was present during the initial implant and the revision surgery. It was reported that the surgeon did not properly check for csf during implantation which may have caused him to misplace the catheter, resulting in leakage of csf. There was no malfunction reported for the catheter.